Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer stated they had two (2) samples for na that resulted in 160 mg/dl and auto repeat result was greater than 300 mg/dl. The customer did not provide patient data printout or patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).